Event description:
5f berenstein angiographic catheter broke off as they are taking it out of the wire. All parts retrieved. Manufacturer response for angiographic catheter, 5f berenstein angiographic catheter (per site reporter).